Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken near sensor base. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 160 mg/dl and their sensor glucose read 58 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer also reported observing a bent sensor with their previous sensors. Customer also reported calibration error alerts, bad sensor alerts and change sensor alerts with the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.